Event description:
It was reported that during an angioplasty procedure via an ipsilateral antegrade approach, the pta balloon allegedly ruptured at 18 atm on the first inflation attempt. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter was returned for evaluation. On visual evaluation of the device, no other specific anomalies were noted. On functional evaluation, the device was inflated with an in-house presto inflation device at 16 atm, with leaks noted at the catheter bond joint. It was further observed under the microscope that a circumferential break was noted at the proximal glue joint, which caused the leak. No evidence of balloon rupture was noted due to the condition of the device, and functional testing couldn¿t be furthered due to the bond joint failure. Therefore, the investigation for the reported balloon rupture remains inconclusive, as water leaked from the bond joint during the evaluation and no evidence of a balloon rupture could be noted due to the condition of the device. The investigation was confirmed for the identified bond joint break because water leaked from the catheter bond joint during functional testing. A definitive root cause for the reported balloon rupture and identified bond joint break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiration date: 06/2025).